Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.